Manufacturer narrative:
Efforts were made to obtain additional information. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that a red alert was detected on this device due to low shock impedance measurements. No adverse patient effects were reported.